Event description:
It was reported that a non-contrast study from approximately two years post implant, shows the aneurysm has grown modestly since the previous study from six months prior. There is no purchase on the right, minimal if any on the left side. Also the proximal purchase is less on the most recent study three months ago vs the study from six months ago. Approximately one month ago the right limb was extended with an endurant etlw1613199e and the right was with an etew2828c82e both into the external iliac arteries, a proximal endurant cuff etcf3636c49e was implanted proximally and the endoleaks resolved. No additional clinical sequelae were reported, and the patient is fine. Reference MFR # 2953200-2012-01312.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).